Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "battery not charging". This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "battery not charging" was confirmed in the pump's event history. The assignable cause of the reported problem was a faulty power supply on printed circuit board a. It is unknown whether any actions were taken in order to correct this condition. This is involving a pump with software version 7.01.00 which is categorized as a colleague p1.7.